Event description:
Customer reported that she went to the hospital one month prior to the call due to a blood glucose level of 550 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. Blood glucose level at the time of the call was 45 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.